Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number ct1189) had "false positives". A bd field service engineer was dispatched to the customer site where they performed installation of new software scripts to correct the issue. This complaint is confirmed by service & quality. The root cause is due to drift in normalizer signal due to rise in internal instrument temperature during pcr. An internal corrective and preventative action is open to address this issue. Sample analysis consisted of customer instrument run data files. Analysis by quality revealed evidence of reader normalizer signal drift occurring during interleaved runs. Review of device history record for instrument ct1189 is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument ct1189, and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. See h.10.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there were false positive results. The following information was provided by the initial reporter: during database analysis, it could be seen that when the customer is running interleaved runs, there is normalization drift in the curves. Recommendation to install fan on lysis scripts according to the service bulletin bddsfssb6958-56.

Manufacturer narrative:
PMA / 510(k)#: k111860,,k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there were false positive results. The following information was provided by the initial reporter: during database analysis, it could be seen that when the customer is running interleaved runs, there is normalization drift in the curves. Recommendation to install fan on lysis scripts according to the service bulletin bddsfssb6958-56.